Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 551.1 mcg/day (reprogrammed from 500.5 mcg/day) via an implantable pump for intractable spasticity. It was reported that when they changed the pump that they would be starting the patient at a lower rate and the patient may experience a change in therapy. On (B)(6) 2017, the patient had withdrawal symptoms, which were expected because they lowered the pump when it was changed. The patient had not been sleeping, jerking, talking to herself, and was depressed. The patient went to the hospital and was admitted there until (B)(6) 2017. The medication was increased and the patient was stabilized and discharged on (B)(6) 2017. The patient¿s ¿upper parts were tight¿, speech had changed, and the ¿lower parts were okay¿ when they came home. The patient had not been sleeping at all since (B)(6) 2017. The patient was taken to the healthcare provider (hcp) on (B)(6) 2017 where they increased the patient¿s pump medication from 500 to 550 mcg/day. The hcp wanted to wean the patient completely off the medication and remove the pump because of all the ongoing issues, but the father of the patient refused. The patient was taking oral baclofen. The patient was going to see the endocrinologist on (B)(6) 2017 to check the patient¿s thyroid as the patient has had thyroid issues for at least five years. The medication was changed from compounded baclofen to the name brand pump medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jun-05. The reason for the report was to request the dates of all the pump and catheter implants and which doctor did them because they were having ¿similar problems.¿ it was noted that a healthcare professional (hcp) replaced the pump in 2016 and 2017 and the patient had issues (refer to manufacturer report #3004209178-2016-05725 for event pertaining to the pump replaced in 2016). It was detailed that the patient was having spasticity and a lot of mental awareness as well as hallucinations, lack of sleep, and a lack of appetite. It was noted that the patient did drink though. It was also noted that the symptoms would appear a week or two after every refill. It was stated that the hcp sometimes would increase and sometimes would decrease the medications and that the patient had been going back and forth to the hcp since (B)(6) 2016. It was indicated that an hcp said the catheter may need to be replaced. A dye test was done sometime in 2016 and did not show any blockage or anything. It was noted that they recommended another test but didn¿t specify with or without contrast so they needed to get a new prescription. It was indicated that the current medication in the pump was lioresal [2000.0 mcg/ml] at a dose of 574.3 mcg/day and that it was previously (unknown date) lioresal [2000.0 mcg/ml] at a dose of 449.7 mcg/day. No further complications were reported.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the parent of the patient believed there was a catheter problem. It was reported that the patient had withdrawal symptoms. It was reported that both of the patient's pump (prior and current) had given the patient problems. It was reported that the withdrawal symptoms are off and on and that the patient would sweat profusely and sometimes can¿t sleep for up to three days. A dye study was done as well as a magnetic resonance imaging (MRI) scan and everything was functioning as it should. The patient and the patient's parent believed the catheter was not "good." It was reported the event started on (B)(6) 2016. It was reported that regarding the drug dose and concentration the patient's parent reported "about 600." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The consumer called the surgeon who called back and left a voicemail that the pump was fine. The consumer was redirected to their managing healthcare provider (hcp). The hcp advised increasing the oral baclofen and no one wanted to discuss catheter diagnostics or other options. Starting (B)(6) 2017, the patient was losing weight, can¿t sleep, was talking to herself, eyes were always to the left, can¿t see straight, and sometimes her leg would be jerking. On (B)(6) 2017, the hcp instructed the father to increase oral baclofen to 3 times a day (20 mcg tablets), but it made the patient worse. The patient was like a zombie. On (B)(6) 2017, the patient went to the endocrinologist and the conversation was about if the patient could continue taking thyroid medication the rest of her life or doing the radioactive iodine treatments, so the patient could stop using the thyroid medication. The patient¿s pump managing hcp thought it was the patient¿s thyroid and the endocrinologist felt that the patient¿s thyroid could be an issue that contributes to the symptoms because of the hormones and absorption of the medication. The patient had a cerebral palsy condition. On (B)(6) 2017, the patient wanted the door shut and just wanted to die. The patient never talked like that and the father wanted to get to the bottom of what changed for his daughter. The hcp always try to say the patient had a urinary tract infection (uti), but when they took the patient in and did extensive tests, the patient didn¿t have a uti. Additional information was received on (B)(6) 2017. The pump was interrogated as diagnostics performed related to the withdrawal symptoms. The cause of the withdrawal symptoms was not determined. The withdrawal symptoms had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the event was ongoing, and the origin of the patient's symptoms remained unknown. The patient was switched from lioresal to gablofen on an unknown date, and the patient's family thought the medication switch may have contributed to the patient's symptoms, but the hcp switched the patient back to lioresal, and the symptoms continued, so the hcp did not think the medication switch was the cause of the symptoms. The hcp previously performed a dye study, accessed the pump, and still did not know what was going on. The patient was reportedly scheduled for another dye study in (B)(6) 2017, was referred to a neurologist, and a sleep study was ordered. It was unknown at this time what was causing the symptoms or if they were contributed to by the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 02/15/2017, additional information was received by a physician who confirmed the date and indication for the reported spinal fusion was ¿childhood¿. On an unspecified date, (reported as after the pump was put in), the patient underwent a spinal fusion. The patient¿s father was unable to confirm the date for this procedure and was unsure if it played a role in her symptoms. Concomitant products (at the time of baclofen use) were reported as ¿none¿. After the pump replacement {refer to manufacturing report 3004209178-2016-05725 regarding replacement} there was no improvement in the patient¿s symptoms. On (B)(6) 2017, the patient¿s treatment included lioresal 2000 mcg/ml at 575 mcg/day. As of (B)(6) 2017, the withdrawal symptoms had improved and the symptoms of insomnia, jerking, depression, muscle tightness, delirium, and mental status changes were ongoing. No additional information was provided. The cause of the symptoms had not been determined.